Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 2.25 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues. There were no signs of damage, lifting or stretching of the stent struts. The crimped stent outer diameter (od) was measured which is within max crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed a break in the hypotube at approximately 712mm distal to the strain relief with multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was further reported that the target lesion was highly stenosed, mildly tortuous and mildly calcified.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 2.25 x 12mm synergy ii drug-eluting stent was advanced to treat the lesion. The device was loaded onto the wire and moved through the guiding catheter. Before the device exited the distal end of the guiding catheter, the physician felt no control of the device and felt that something wasn't right. The device was pulled back to remove it from the body, but only a portion of the shaft came back. A shaft separation in the middle of the stent catheter was noted and everything was removed from the body including the guide wire and the guide catheter. The distal portion of the stent catheter came out as it had stayed within the guide catheter. The physician did not attempt to re-wire the lesion and the procedure was simply ended. There were no patient complications reported and the patient's status was fine.